Event description:
On 6/jan/2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the reporting nurse stated that the patient was experiencing cloudy pd effluent and abdominal pain. As a result, on (B)(6) 2022, the patient was hospitalized. The nurse stated the patient had a pd culture obtained which generated growth of the bacteria escherichia coli (e. Coli). It was stated the patient was initiated on intra-peritoneal (ip) antibiotic therapy with cefepime and vancomycin. On (B)(6) 2023, the patient was discharged home. The patient is recovering from the event and continues pd treatments with the same cycler without any further reported issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis. The nurse indicated the patient had concomitant enteritis, colitis, and suspected clostridium difficile infection which caused the patient¿s peritonitis event.